Event description:
Literature review found an event where exposure to the dialysis catheter caused subdermal tunnel, catheter infection, thrombosis formation within right atrium, and fibrin sheath formation. Open-chest heart surgery was required to withdraw the device out. After the successful treatment, the patient returned back to another hospital she had been originally hospitalized for dementia.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.